Manufacturer narrative:
Concomitant medical products: 559445 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was observed with oversensing on recorded episodes, which coincided with the patient being in surgery during the time of the episodes. The lead remains in use. No patient complications have been reported as a result of this event.